Event description:
It was reported that the patient experienced hypoglycemia while using the iLet Bionic Pancreas with a Dexcom G7, with the lowest sensor glucose of 40 mg/dL for approximately 20 to 30 minutes; the patient reported timely meal announcements, correct weight entry, no change in activity, stress, hormones, or medications, and treated the event with oral carbohydrates. Symptoms included low blood glucose with urgent low and low alerts. Outcomes included transient impairment requiring prompt corrective action with oral glucose. Investigation included user troubleshooting and education focused on hypoglycemia management and use of oral glucose for treatment. Investigation of this case revealed no confirmed device malfunction and no identified contributing external factors, and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.